Manufacturer narrative:
The device involved in this event will not be returned for eval as it was discarded. (B)(4).

Event description:
Treatment of an avm. It was reported after the avm was embolized with onyx, brain hemorrhage was observed at the access site. The physician commented this event was caused by the arterial trauma which occurred during operation in the distal cerebral artery. On follow-up, it was reported the avm was resected on (B)(6)2010. On (B)(6)2010, the pt experienced sepsis, acute renal failure, pulmonary edema, cerebral abscess and dic. The patient recovered on (B)(6)2010. Same event as MDR# 2029214-2010-00193.